Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (.8000 mg/day) and fentanyl (160.0 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that on wednesday their healthcare provider (hcp) added bupivacaine, and it had made a big improvement. The patient stated that they were locked out for 30 hours due to a physician bolus, but when they went to give themselves another bolus, they were still locked out, but the ptm (personal therapy manager) didn't indicate a reason. The patient resynced with the pump and confirmed now there was a bolus available. The agent suspected that the myptm app needed to refresh the connection to the pump to display the updated information on the handset screen. The ptm parameters were ¿bolus duration: 2min lockout duration: 2 hrs bolus restriction window: 1/2hrs boluses per day: 4.¿ during the call, the patient mentioned seeing system error and commented that they would see messages sometimes. The patient also stated that since getting this handset the connection stopped at 90% often and it took a while for the connection to complete and complete the bolus request. The agent walked the patient thru the steps found in the ¿tdd myptm connection lag (sr) ka,¿ after which the patient confirmed they were able to connect much faster and delivered a bolus on the call. During the call, the patient also mentioned that they used to use the fentanyl patch which worked but was discontinued, and that they used to use ketamine and shots, but nothing worked as well as the pump was doing for their pain now. The patient commented that they did feel stuck and likethey couldn¿t travel in case they needed help with the pump/ptm. The patient suggested instructional videos to help with ptm education.